Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, delamination and opening of valve. Leak test and microscopic analysis was performed which identified crack opening and delamination (>75% total separation) based on the device analysis the final assessment is a delamination total of the valve (cohesive failure), a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.